Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014, 09:32:36. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the alarm log identified the occurrence of a high drain error 101 alarm. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.